Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Boston scientific technical services (ts) reviewed available device data and provided programming recommendations. No adverse patient effects were reported. This crt-d remains implanted and in service.